Event description:
On (B) (6) 2010, pt was undergoing left heart cardiac catheterization with stenting per dr (B) (6). Abbott proglide perclose device broke off while dr (B) (6) was attempting to deploy the device into the femoral artery. Attempts were made to grab device with a forceps but they were unsuccessful. Pt subsequently had to undergo a cutdown of the femoral artery per dr (B) (6), also on (B) (6) 2010. Foreign body was removed successfully and pt tolerated additional intervention well.